Manufacturer narrative:
Integra completed its internal investigation 8/14/2015. The investigation included: method: DHR review of complaint management database for similar complaints. Results: the evolution pole mount assembly provides support and alignment for the external csf drainage and monitoring systems. These systems are used for draining cerebrospinal fluid (csf) from an intraventricular catheter or lumbar catheter to an external csf drainage system. The integra pole mount is provided with laser leveling device and an optional line level. The laser level is attached to the integra pole mount assembly via a bracket. The pole mount assembly with laser level is intended for use with the integra external csf drainage systems. Since the fg lot # was not provided, the device history record (DHR) could not be reviewed. A complaint history review was performed and documented in the product impact assessment. In addition, scar¿s, ncr¿s and CAPA's initiated from 2013 were reviewed. Scar records initiated from 2013 were reviewed for any supplier related nonconformance concerning the laser levels (p/n 20272-002). No scar¿s have been issued during this period that could be related to the reported condition (non ¿ functional laser levels). Nonconformance reports (ncr) and CAPA records were reviewed from january 2013 ¿ may 2015, for any investigation related to the reported condition (non ¿ functional laser levels). No investigation report was issued during this period. Based on the information provided by the customer regarding non-functional laser levels, a summary of the product¿s instructions for use (IFU) is provided below for further evaluation of the reported incident. Instructions for use (when using the laser level): remove the battery cover from the rear side of the laser level. Insert two ¿n¿ size batteries into the battery compartment on the laser level. Replace the battery compartment cover. Depress the power switch (caution: do not stare into light beam) laser level battery care and maintenance: laser level device is provided with two ¿n¿ cell type batteries that are date coded. Batteries are rated for at least 500 uses at 30 second interval illumination. Replace batteries if unit fails to illuminate. Standard alkaline ¿n¿ cell batteries can be used. Exposure to water, dust, heat or sunlight can damage laser. Do not drop the laser leveling device or subject it to stress; damage to the laser can result. Conclusion given that the complaint unit has not been received for evaluation, the reported incident (non ¿ functional laser levels) could not be confirmed. Since the lot number was not provided, the device history record (DHR) could not be reviewed as part of the investigation. Therefore, no assignable causes were determined.

Manufacturer narrative:
To date, the device involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Two laser levels were not working. There was no patient contact and no patient injury. Surgical delay was not applicable. There was no issue with the function of the drain/patient.